Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was unable to charge from a usb port on the computer, and from the car charger despite changing the charging supplies. Customer confirmed that the pump was still able to charge using the tandem charging supplies from the wall outlet. Customer's blood glucose level was 132 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and also confirmed that manual injections are available.